Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, extensive corrosion was discovered on the monitor c/a and defibrillator boards, which prevented the monitor from powering up. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the corroded c/a and defibrillator boards. The patient received a replacement monitor.